Manufacturer narrative:
Unique identifier (UDI): (B)(4) - the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called technical services during treatment drain 3 of 5 and stated that when she woke up from her sleep she noticed that she was disconnected from her treatment and fluid had leaked out from the patient line. The patient had then reconnected the line. Technical services had advised the patient to discontinue use of the cycler and contact their pd nurse. The set was not made available for evaluation. Additional information was requested but not received at the time of this report. No adverse event reported at this time.